Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the hospitalization was around 500 mg/dl. The customer was treated with intravenous drip. The insulin pump will be returned for the analysis.